Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, h11. The mlx 300w xenon lightsource (00mlx) was returned for evaluation: the device history record (DHR) was not available for evaluation. Failure analysis: the xenon lightsource was received in used condition. During the evaluation, no problems were found, and no burning smell was detected from the mlx. Running the burn-in test after letting the unit run for an hour. The unit functioned as intended, and no burning smell was identified. The issue of this unit producing a burning smell could be due to lint igniting inside the unit if it was not properly cleaned. Root cause analysis: the reported complaint was not confirmed. The issue of this unit producing a burning smell could be due to lint igniting inside the unit if it was not properly cleaned. No manufacturing, workmanship, or material deficiency has been identified.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the unit mlx 300w xenon lightsource (00mlx) was producing a burning smell when used with a new light module. There was no patient involvement; therefore, no injuries, deaths, or surgical delays were reported.